Event description:
Patient underwent cardiac catheterization secondary to new onset of chest pain with exertion. It revealed severe three vessel disease. The patient was admitted for emergent CABG, coronary artery bypass graft, x4. Surgery uneventful. Patient found unresponsive. CPR, cardio pulmonary resuscitation, and chest opened. Rv, right ventricle, perforation. "Rtor," return to operating room. Pericardial tamponade thought to be related to removal of pacing wires the day prior. Patient remained in vegetative state and then expired.